Event description:
The mother of a female stated, the patient has been experiencing low blood glucose readings during the morning hours. During the past week the patient's blood glucose had dropped to 29 mg/dl. She took glucagon to normalize her readings. The mother stated when the patient is low "she feels shaky and asks for juice." At the time of the report the patient had already switched to her backup infusion device and upon follow up, she stated her blood glucose had returned to normal. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.